Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the guiding catheter resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery. The 3.5x28 mm xience alpine stent delivery system (sds) was advanced to the target lesion without resistance. The stent was implanted successfully. However, during removal of the sds, resistance was felt with the guiding catheter. The sds and the guiding catheter were removed together as a single unit. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.